Event description:
It was reported that the ventilator generated an alarm indicating high airway pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating high airway pressure. Our field service engineer has investigated the reported ventilator on site. The inspiratory flow meter was replaced to resolve the issue and sent back for further investigation. The provided logs confirm the reported issue. The inspiratory flow meter has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation without any issue. The reported issue could not be reproduced. Therefore, no root cause can be established. The inspiratory flowmeter (inspiratory flow transducer) measures the combined air and o2 flow, as well as temperature, of the inspiratory gas from the o2 gas module and turbine module. The flow measurements are used as input to control the gas module and the turbine, creating a feedback loop.

Event description:
Manufacturer's ref. #: (B)(4).